Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the lead was damaged upon removal from the device. The lead has become separated between the terminal pin insulation and the terminal anode ring.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion (nbd) the right atrial (ra) lead was stuck in the device header and while attempting to remove it, the lead became damaged. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.